Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to charge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device and multi-function cable were put through extensive testing including bench handling and defib charge/discharge testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity log showed that during a charge event, the device was in a pads lead fault state, causing the device to be unable to discharge. This does not indicate a device malfunction. When performing a 30 joule test, the device must be in a shorted condition to conduct a self test. It could not be firmly established if the multi-function cable or the electrode pads were shorted. The electrode pads were not returned as part of this investigation. No trend is associated with reports of this type.